Event description:
The stapler misfired. Did not lay down the staples on the proximal end of the anastomosis.

Event description:
The stapler misfired. Did not lay down the staples on the proximal end of the anastomosis.